Event description:
Complaint reported the balloon would not inflate using a syringe filled with water to control the inflation of the balloon.

Manufacturer narrative:
Additional information was received on 07/02/2015. Third party manufacturer reviewed the routers for lot # 13vm517411 and determined no deviations or discrepancies noted. The lot was manufactured without incident. The retain from the same lot were inspected and found to be functional and non-defective. Each retain sample tested functioned properly and without incident. After a thorough batch review no discrepancies or non-conformances were found. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No additional patient or event details have been provided to date. Should additional information become available a follow-up report will be submitted.